Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of event were not provided. Reportedly, an occlusion alarm had occurred. Customer's continuous glucose monitor read "high", however, specific blood glucose value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.